Event description:
Sixteen patients with discrepant hcg or psa results. No units of measure provided. Patient 1, initial hcg result 544, repeat 0.333. Patient 2, initial hcg result 674, repeat 0.100. Patient 3, initial hcg result 792, repeat 0.100. Patient 4, initial hcg result 79, repeat 0.164. Patient 5, initial hcg result 132, repeat 0.100. Patient 6, initial hcg result 188, repeat 0.100. Patient 7, initial hcg result 167, repeat 0.100. Patient 8, initial hcg result 131, repeat 0.100. Patient 9, initial hcg result 118, repeat 0.142. Patient 10, initial hcg result 302, repeat 0.100. Patient 11, initial hcg result 362, repeat 0.100. Patient 12, initial hcg result 196, repeat 0.100. Patient 13, initial hcg result 283, repeat 3.10. Patient 14, initial psa result 0.469, repeat 0.354. Patient 15, initial psa result 0.63, repeat 0.462. Patient 16, initial psa result 0.44, repeat 0.291. No information provided to determine if results were used to guide therapy. If additional information is received, appropriate notification will be provided.